Event description:
The customer reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing complete pump reset information and guided the customer through the reset process, after which the cgm error was resolved, and the customer successfully started their sensor session.